Event description:
It was reported the device was missing the luer connection cap. No patient injury reported.

Manufacturer narrative:
Other, other text: one device was returned for investigation without the male luer lock and with an opened plastic bag. Due to the plastic bag being opened, it was not able to be confirmed if the luer lock was missing from a manufacturing error or if this happened after the manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.